Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the when they prime the prime would not stop and kept running. It would rewind or prime and waste insulin. The customer was not able to use it. The customer¿s blood glucose was unknown at the time of incident. The customer also state that there was a crack close the reservoir and near screen. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm prime or fill anomaly due to motor error alarm. Device received with cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window noted. (B)(4).